Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the device revealed that the device failed to meet specifications. Functional testing revealed that the controller failed due to a failed printed circuit board (pcb) and prevented the unit from communicating with the monitor. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is a faulty pcb. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. A controller with a blank display or no audible alarm should be replaced. Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms. Patients are warned that disconnecting both power sources at the same time will stop the pump. At least one power source must be connected at all times. The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the device revealed that the device failed to meet specifications. Functional testing revealed that the controller failed due to a failed printed circuit board (pcb) and prevented the unit from communicating with the monitor. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is a faulty pcb. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. No additional information will be forthcoming.

Event description:
It was reported that the patient is currently in our intensive care unit post-operatively. There was sudden warming of the device (vad controller), after a while data transmission to the vad bedside monitor no longer possible. The controller was replaced as a precaution. There no reported effects to the patient. No additional information was provided.